Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The axiem was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon alleged inaccuracy of 5 mm posterior. Surgeon opted to proceed with the issue accounting for the inaccuracy. Surgeon has encountered this issue before and been able to resolve with re-registration. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Software investigation was unable to determine the probable cause of the reported issue without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axiem box was returned to the manufacturer for evaluation. After functional testing and visual/physical examination it was observed that the reported issue could not be duplicated. The axiem unit was connected to a test system, it passed the accuracy test with an error of 1.828 mm. Registration, tracking, and accuracy looked normal on all 4 ports. Tools were connected and disconnected from each port multiple times and the system remained functional. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon alleged inaccuracy of 5 mm posterior. Surgeon opted to proceed with the issue accounting for the inaccuracy. Surgeon has encountered this issue before and been able to resolve with re-registration. There was no impact to patient. There was no reported delay to the procedure due to this issue.